Event description:
During routine testing of the device at the service center, the service technician observed scoring on the encoder ring. Since the event occurred during the routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.